Event description:
It was reported that the patient's blood glucose levels rose to 20.8 mmol/l (374 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly came loose from the infusion site (abdomen), causing the cannula to dislodge. The patient also reported the pod leaking insulin and some mild skin irritation at the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.